Event description:
It was reported that a pump has an "upstream occlusion error." No further event details could be obtained.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter's evaluation is in progress. When complete, a supplemental report will be submitted.